Event description:
It was reported that the patient underwent total colectomy by video and intraoperative colonoscopy. During the videolaparoscopy, the energy forceps developed a defect, with a tear in the protective white rubber on its tip, which caused the emission of heat, sparks and smoke, requiring its replacement. The patient was started on antibiotics due to increased infectious levels in laboratory tests.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2025 d4 batch #: unknown d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the exact product that was used? Was the white tissue pad melted, flaking or lifted on the clamp arm? Was the tissue pad completely removed from the clamp arm? Were there pieces of the tissue pad that fell into the patient? What was the cause of the smoke? Is the generator log available? Does the surgeon believe the complication experienced with the device is related to the patient¿s increase in infectious levels? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.